Manufacturer narrative:
Information was received indicating that a smiths medical medfusion pump and there was no external damage noticed. There was a "supercap post error" in the log review history. This error was able to be verified during start-up. The main board was replaced and this cleared up the problem.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was constantly alarming and was not delivering medication. There were no reported adverse events.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement.